Event description:
It was reported that the health care professional (hcp) wanted a review of reports after this right atrial (ra) lead exhibited a rise in pacing impedance. Technical services (ts) reviewed the reports and found that there were multiple signal artifact monitor (sam) episodes showing minute ventilation (mv) artifacts and the impedance was high out of range. It was noted that the impedance has remained high out of range since the first sam episode. Ts recommended further evaluation in the clinic. The lead remains in use. No adverse patient effects were reported.

Event description:
It was reported that the health care professional (hcp) wanted a review of reports after this right atrial (ra) lead exhibited a rise in pacing impedance. Technical services (ts) reviewed the reports and found that there were multiple signal artifact monitor (sam) episodes showing minute ventilation (mv) artifacts and the impedance was high out of range. It was noted that the impedance has remained high out of range since the first sam episode. Ts recommended further evaluation in the clinic. The lead remains in use. No adverse patient effects were reported.